Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2018- 00364.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: unknown, unknown liner, unknown; unknown, unknown cup, unknown; unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 06573, 0001822565 - 2017 - 06574, 0001822565 - 2017 - 06575. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a total hip procedure, patient is experiencing pain, the inability to walk, and fluid in the groin area. Patient has undergone an aspiration of fluid, additional physical therapy, and multiple cortisone injections into the hip and back. Patient reported no revision is planned, as surgeons have stated the devices are well-placed. Attempts to obtain additional information have been made; however, no more is available at this time.